Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2013 with a bifurcated stent and suprarenal aortic extension. A follow up computed tomography (CT) completed on (B)(6) 2017 showed a type 3a endoleak. To date a secondary intervention has not been reported to endologix. The patient is reported to be in stable condition.

Manufacturer narrative:
Clinical assessment: at the completion of the investigation based on the information available, clinical was able to confirm the following; endoleak type iiia with complete component separation. Additionally there was evidence to reasonably support the following observations; aneurysm enlargement, dilation of the suprarenal stent, dilation of the superior stent margin of the main body, and endoleak type iiib of the suprarenal cuff and main body. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal and compromised stent graft integrity was related to the strata material. It was also likely related to user-related issues such as the mismatched main body and suprarenal cuff diameters (off label), and also anatomy-related issues such as increase in the infrarenal angulation. No known procedure related issues were determined. Device was not returned, therefore, sample evaluation was not completed. Additionally, no cautionary product use conditions contributed to the event. Associated clinical harms for this device failure included: type iiia endoleak; type iiib endoleak of the suprarenal extension and the main body; and aneurysm enlargement. The final patient disposition was unknown. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.